Manufacturer narrative:
Correction. Manufacturers aware date was inadvertently reported incorrectly from the previous report. The correct date was may 29, 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the report of a pump stop on (B)(6) 2019; however, a specific cause could not be conclusively determined. The system controller event log file captured a driveline disconnect on (B)(6) 2019 at 14:46:36 which resulted in lvad off, driveline disconnect, and low flow alarms. By 14:46:46, the pump speed had dropped to 0 rpm. It appeared that by 14:46:46, the driveline was reconnected; however, the pump did not resume operation at its set speed until 14:46:55. The pump appeared to function as intended. The patient remains ongoing on vad support. The hm3 IFU warns that if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The hm3 IFU and patient handbook both contain an alarms and troubleshooting section which describes all alarm conditions, as well as the appropriate actions to resolve each alarm. The hm3 patient handbook also provides a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported there was a pump stoppage in the device history but the patient was unaware of any alarms during that time. The patient had no adverse effects during the event. Technical services confirmed the pump stoppage. No additional information was provided.